Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6), 2021, the faulty drive cap was used which lead to unspecified damage. Surgical delay of fifteen minutes. The surgery was completed successfully. No patient harm reported. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The overall complaint was confirmed for driving cap f/insertion handle (product code: 03.010.523 lot #: 9890849). No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part #: 03.010.523. Lot #: 9890849 manufacturing site: (B)(6). Release to warehouse date: 04 jul 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.